Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had high blood glucose all day because of insulin flow block alarm. Insulin pump alerted with insulin flow block alert during bolus. Troubleshooting was completed for insulin flow block alarm and alarm did not occur during fill tubing. Customer discontinue the insulin pump for 1.5 week to resolve the issue and has not re initiate insulin pump therapy yet. It was unknown whether they using auto mode feature at the time of reported high blood glucose. Insulin pump will not be returned for analysis.